Event description:
It was reported, the customer's sensor had inaccurate readings. Customer's blood glucose was 320 mg/dl and their sensor glucose read 208 mg/dl. The customer also reported their insulin pump would go in to threshold suspend due to the inaccurate readings. The customer also reported being woken up several times by their threshold suspend alert, customer declined to be transferred to the helpline. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.